Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure a shaft break occurred. While removing the 2.50x12mm promus element stent from the packaging, the shaft of the device snapped in half. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'good'.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure a shaft break occurred. While removing the 2.50x12mm promus element stent from the packaging, the shaft of the device snapped in half. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated device evaluated by manufacturer: a visual and microscopic examination found that the hypotube had broken approximately 25cm from the tip at the port. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified no kinks along the hypotube. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).